Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had button error. The customer's blood glucose level was 202 mg/dl. Customer states she is getting button error and making all kinds of noise. Advised customer the pump will be replaced. The device will be returned for the analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to corroded keypad traces.